Event description:
The customer contact reported the pt rec'd more medication than intended. At 1030, the pump was programmed to deliver 100u of novolin r insulin in 100ml normal saline at a rate of 2.3ml/hr, and the delivery was started. No further programming parameters were provided. Approx 45 minutes later, the nurse noted the bag of insulin was empty. The pt's blood sugar level decreased to 158mg/dl. Blood sugar levels were checked between 1115 and 1430, and the pt was treated with a total of 1 and 1 1/2 ampules of 50% dextrose. The device was removed from clinical service. At 2200, therapy was resumed using a replacement device. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.